Manufacturer narrative:
Philips investigated the complaint. A philips field service engineer (fse) went onsite and analysed the system logfile. The analysis identified image store and frame grabber card errors. It was confirmed that errors in the image store and frame grabber card, traced back to incomplete steps after philips corrections. To resolve this issue, the system was booted into the field service framework, the image store was recreated for the image pc issue, and board software, operating system, and application software were downloaded to the flex vision pc. After which, the system was returned to use in good working order. The codes were updated based on the investigation's outcome.

Event description:
It has been reported to philips that the system did not boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.